Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace/sense impedance to out-of-range values. Shock impedance remains high and out-of-range but stable. A recent chest x-ray did not show an obvious lead fracture. In-clinic lead troubleshooting recommendations were provided by technical services as the data indicates possible lead surface/tissue changes. No adverse patient effects were reported. This rv lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace/sense impedance to out-of-range values. Shock impedance remains high and out-of-range but stable. A recent chest x-ray did not show an obvious lead fracture. In-clinic lead troubleshooting recommendations were provided by technical services as the data indicates possible lead surface/tissue changes. No adverse patient effects were reported. This rv lead remains in service.